Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-jug-celect-pt. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: the filter would not release from hook. Device released after several attempts. The sheath would not retract from patient after release and the user believes the hook may have penetrated the cava. After several rotations and manipulation, the delivery system was able to be removed. Patient outcome: no section of the device remained inside the patient's body. No adverse events have been reported.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-jug-celect-pt. (B)(4). Summary of investigational findings: according to the description of event, the filter would not initially release from the hook. After filter release, the sheath would not retract from the patient and the grasping hook might have perforated ivc. It is noted, that the introducer system was removed from the patient. However, without imaging of the procedure it cannot be determined, why the filter would not release in the first place or why/how the grasping hook perforated/damaged the ivc after filter release. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the filter would not release from hook. Device released after several attempts. The sheath would not retract from patient after release and the user believes the hook may have penetrated the cava. After several rotations and manipulation, the delivery system was able to be removed. Patient outcome: no section of the device remained inside the patient's body. No adverse events have been reported.